Event description:
Customer reported the system would not fluoro and the control panel went blank. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram card and reloaded sram software. System operates as intended.